Event description:
Hcp reported pt developed cellulitis of abdomen after pump and catheter implant in 2002. The pt presented with fever, swelling, drainage, pain and incisional wound opening of the product pocket. Fluid from the device pocket was cultured, date and results unknown. The pt is being treated with IV antibiotics. The infection is ongoing.